Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been fully deployed from the device and was returned. It was noted that the outer sheath was kinked at several locations between 65 and 85 mm proximal to the distal end of the outer sheath. The retrieval loop end of the stent was stretched and damaged. No issues were noted with the movement of the outer sheath distally or proximally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the stent was being placed for the treatment of a malignancy. During the procedure, outside the patient, the stent device became stuck in the scope. When the physician attempted to remove the device, the stent deployed inside the scope. The scope and stent were removed together and the procedure was completed using a second wallflex biliary stent and a different scope. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the stent was being placed for the treatment of a malignancy. During the procedure, outside the patient, the stent device became stuck in the scope. When the physician attempted to remove the device, the stent deployed inside the scope. The scope and stent were removed together and the procedure was completed using a second wallflex biliary stent and a different scope. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) stent prematurely deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.